Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient got kicked in the back and butt areas and lost stimulation. An impedance check that was performed showed all electrodes were out of range. No actions or interventions had been taken at the time of report.the patient was to have a consult with their physician. The issue was not resolved at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that all electrodes had greater than 4000 and the implant was still in their body. No further complications were reported.